Event description:
Related manufacturer report number: 3006705815-2023-00024. It was reported that the patient was experiencing uncomfortable stimulation after reprogramming. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.